Event description:
This rv lead was implanted on (B)(6) 1999 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) center in (B)(6). A call to technical services on 10/18/2013 states that patient had episodes on rv non-capture. Device was interrogated and noticed that patient threshold varies when patient assumed different positions. Outputs were set to 2.2vat 1.0msec and threshold ranged from 0.8v at 1.0mes to 2.0 at1 .0 msec. Unipolar was tested and got thresholds of 1.3 at 1 .0 mse. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).